Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient presented with pain. Removal of dynasty cup for loosening. No acute injury of patient. Mpo implants were removed and replaced with another suppliers implants.